Manufacturer narrative:
Updated h6: type of investigation: 10: testing of actual device. Updated h6: investigation findings: 4242: maintenance of manufacturing machinery. Updated h6: investigation conclusions: 51: cause traced to maintenance.

Manufacturer narrative:
Contaminant inside abdominal pad. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Contaminant inside abdominal pad.